Event description:
It was reported that unstable speed occurred. The target lesion was located in the proximal left anterior descending artery (lad). A rotapro console was selected for use. During preparation, the speed was exceeding 220k, reaching 300k, then the knob was used to lower the speed to the desired speed of 160k. The device sounded as if it was running slower than the speed displayed on the console at times. In addition, the sound was louder than normal at the very high speeds displayed on the console screen. It took 5 to 15 minutes to stabilize the speed. The procedure was completed with this device. There were no patient complications. It was further reported, the burr was spinning faster than intended when the high speed was displayed on the screen. The speed fluctuations occurred outside the patient. The burr was not used inside the patient until the speed was stabilized.

Manufacturer narrative:
Device evaluated by MFR: the console was returned in over all good physical condition. The unit passed all incoming functional tests. The rotapro passed calibration and full functional final testing. The reported unstable speed complaint was not confirmed.

Event description:
It was reported that unstable speed occurred. The target lesion was located in the proximal left anterior descending artery (lad). A rotapro console was selected for use. During preparation, the speed was exceeding 220k, reaching 300k, then the knob was used to lower the speed to the desired speed of 160k. The device sounded as if it was running slower than the speed displayed on the console at times. In addition, the sound was louder than normal at the very high speeds displayed on the console screen. It took 5 to 15 minutes to stabilize the speed. The procedure was completed with this device. There were no patient complications. It was further reported, the burr was spinning faster than intended when the high speed was displayed on the screen. The speed fluctuations occurred outside the patient. The burr was not used inside the patient until the speed was stabilized.

Event description:
It was reported that unstable speed occurred. The target lesion was located in the proximal left anterior descending artery (lad). A rotapro console was selected for use. During preparation, the speed was exceeding 220k, reaching 300k, then the knob was used to lower the speed to the desired speed of 160k. The device sounded as if it was running slower than the speed displayed on the console at times. In addition, the sound was louder than normal at the very high speeds displayed on the console screen. It took 5 to 15 minutes to stabilize the speed. The procedure was completed with this device. There were no patient complications.